Manufacturer narrative:
Insulin pump received with a frozen screen during displacement test followed by watchdog alarm due to moisture damage on all electronic assemblies noted. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, excessive no delivery test and operating currents measure due to frozen screen. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call of receiving a low battery alarm and then experienced a constant tone. Customer's blood glucose was 115 mg/dl. Customer was advised to let insulin pump rest for two hours. Customer waited for two hours and replaced battery with new energizer battery and constant tone resumed after thirty minutes. Customer was advised that insulin pump would need to be replaced.